Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm, pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had received hardware low level failure alarm during self test. Customer¿s blood glucose level was 350 mg/dl. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. Customer stated that they perform a self-test and the test did not pass. Customer stated that they again performed self test and the test was failed. Customer troubleshooting was performed. The insulin pump will be returned for analysis.